Manufacturer narrative:
Date of event was approximated.

Event description:
It was reported that the device became stuck via social media. An 1.25mm rotapro device was used in an atherectomy procedure. The physician indicated that the device stalled and became stuck during the procedure. No known patient complications have been reported.